Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (distributor should be unmarked from the initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the cause of the ignition error e103 was likely due to the failure of the power unit. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during a diagnostic nasopharyngeal fiberoptics procedure that was completed using the same set of equipment.

Event description:
It was reported the light source displayed the ignition error (error code e103). There were no reports of patient harm.

Manufacturer narrative:
E1/establishment name: (B)(6). - added due to character limitation in respective field. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.